Event description:
Received information that during surgery, the 2 lead packages were opened and something did not look right with the leads. The surgery tech noticed the internal lead material appears to be separated from the sheaths. The leads were not used in the pt. Leads are being returned to medtronic for analysis.

Manufacturer narrative:
(B)(4).